Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic with atrial fibrillation which was shown on the electrocardiogram. Patient has onset persistent atrial fibrillation after two years of atrial fibrillation ablation. There is no clear indication that the atrial fibrillation is due to device related malfunction. A cardioversion was performed which restored the patient¿s atrial pacing to ventricular pacing rhythm. Device remains implanted. Patient has had no other adverse events reported.